Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The customer received a replacement device and battery. The cause of the reported issue could not be determined.